Manufacturer narrative:
(B)(4).

Event description:
The rv lead was explanted due to non-sustained ventricular tachycardia oversensing episodes, noted upon interrogation.

Manufacturer narrative:
Evaluation summary: as received, a complete lead was returned in two pieces. Electrical testing that could be performed on the lead did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.